Event description:
It was reported that during a stent assisted coil embolization procedure, the proximal end of the stent implanted in the middle cerebral artery (mca) m1, 2 bifurcation was pushed into the aneurysm with a competitor microcatheter while attempting to deploy another stent to complete a y stenting technique. No treatment was administered in response to the issue and no patient complications were reported due to this event. The physician completed the procedure with coiling of the aneurysm sack without patient complications.

Manufacturer narrative:
The device remained implanted; therefore analysis cannot be performed. The risk of stent being dislodged by microcatheter is documented in the device directions for use (dfu). Based on the event and information available is probable that procedural and/or anatomical factors encountered during the y stent technique resulted in dislodgment of the implanted stent. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that during a stent assisted coil embolization procedure, the proximal end of the stent implanted in the middle cerebral artery (mca) m1, 2 bifurcation was pushed into the aneurysm with a competitor microcatheter while attempting to deploy another stent to complete a y stenting technique. No treatment was administered in response to the issue and no patient complications were reported due to this event. The physician completed the procedure with coiling of the aneurysm sack without patient complications.